Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported inaccurate test results were not confirmed. No malfunction or product defect that would have contributed to reported hypoglycemia and hospital visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that on (B)(6) 2014 at 9:06 pm she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: her (B)(6) child called for an emergency dispatcher and upon their arrival she was rushed to the hospital. At the hospital she was diagnosed with dehydration, nausea, vomiting and low bg. They placed her on an intravenous therapy of 4 units of fluids of IV solution and she was given some other fluids to help bring her bg levels up. She also received "percocet" for her migraines, "phenergan" for nausea and vomiting. The pod was discarded and later that day she was released from the hospital.